Manufacturer narrative:
Describe event or problem: updated with additional information received.

Event description:
Reprise IV study, it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of antiplatelet medication other than aspirin at the time of index procedure. The patient received loading doses of 81 mg aspirin and 75 mg clopidogrel. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. On the same day of index procedure, the patient was noted with lbbb. Electrocardiogram (EKG) was performed as diagnostic procedure for this event. No action was taken to treat the event. At the time of reporting, the event was considered as not recovered/not resolved. It was further reported that the day following the index procedure, the patient was released. Twelve days later, the event was considered to be recovered/resolved.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on prior regimen of antiplatelet medication other than aspirin at the time of index procedure. The patient received loading doses of 81 mg aspirin and 75 mg clopidogrel. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. On the same day of index procedure, the patient was noted with lbbb. Electrocardiogram (EKG) was performed as diagnostic procedure for this event. No action was taken to treat the event. At the time of reporting, the event was considered as not recovered/not resolved.